Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.